Manufacturer narrative:
Exemption number e2015055. The (B)(4) reported devices were received for evaluation. The event was confirmed during testing with (B)(4) devices. Evaluation found worn components. One device had no observed failure modes, the device was within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. There was no patient involvement with two reported events; no patient impact. There was patient involvement with two reported events; no patient impact. There was unknown patient involvement with one reported event; unknown patient impact.